Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Unable to verify s/w due to critical pump error (open book). Pump received with critical pump error (open book) and pump unable to download due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. No blank display or sudden vibration noted. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a blank display, it is making a continuous alarm and that it is vibrating. She said that she took a hot bath. The pump received a sudden vibration and then the blank display immediately after. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. The insulin pump is being returned for analysis.